Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip would not fully open inside the patient. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device was received and evaluated. It was noted that there was a kink near the handle, and that the tabs were partially open. The prongs opened to approximately 6 mm and were bent. The clip assembly was actuated several times and deployed per design; two distinctive clicks were heard. The end-user may have tried to open the clip assembly, while it was still inside the over sheath. This can cause the capsule tabs to partially open, while the clip assembly is still inside the over sheath. This can damage the prongs. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip would not fully open inside the patient. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patients exact age and weight were not known. However, the patient was noted to be an older lady (B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).